Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized 3 times in the past 2 weeks. On (B)(6) 2017, the customer lost consciousness again, and the neighbors called paramedics. The customer thinks the lows were due to infusion sets, but the pump was also replaced as they were uncomfortable using it. The customer's blood glucose was 58 mg/dl at the time of the incident. The customer was at 215 mg/dl at the time of the call. The customer was given food and intravenous fluids to treat. The customer experienced symptoms such as loss of consciousness. The customer is unsure if they were wearing the insulin pump during the incident. Troubleshooting was not completed. On (B)(6) 2017 the customer lost consciousness for about 2 hours. On (B)(6) 2017 the customer passed out again and the neighbors called paramedics. On (B)(6) 2017 the customer was out bowling and their blood glucose was low. The customer used candy to treat but lost consciousness and paramedics came and transported the customer to the hospital. The insulin pump will not be returned for analysis.